Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), the rubber stopper of one bottle collapsed upon insertion of the cannula during blood collection from a pediatric patient, resulting in leakage of the patient sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) health center.there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k173873.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.